Manufacturer narrative:
Block h6: imdrf patient code e0506 captures the reportable of patient had massive bleeding. Imdrf impact code f19 captures the reportable event of patient had surgery. Imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was found that the ligator housing had six bands still attached and one band overlapped. The ligator housing teeth were bent. The handle was not returned. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator housing had six bands still attached, one band overlapped, and the ligator housing teeth were bent. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands unable to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. The handle of the device was not returned; therefore, it is not possible to determine if the handle was correctly setup during the procedure. Based on the product analysis and the available information, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal ligation procedure to treat esophageal varices burst and bleeding performed on (B)(6) 2024. During procedure, when attempting to deploy the bands, the bands could not be deployed resulting in massive bleeding on the patient. It was reported that the patient had surgery, and interventions were performed to address the massive bleeding. The exact surgery and the interventions performed were unknown. The procedure was completed with another speedband superview super 7 and was able to resolve the original problem. It was noted that there was no difficulty upon setting up the device. It was reported that the patient is still in the hospital.

Manufacturer narrative:
Block h6: imdrf patient code e0506 captures the reportable of patient had massive bleeding. Imdrf impact code f19 captures the reportable event of patient had surgery. Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal ligation procedure to treat esophageal varices burst and bleeding performed on (B)(6) 2024. During procedure, when attempting to deploy the bands, the bands could not be deployed resulting in massive bleeding on the patient. It was reported that the patient had surgery, and interventions were performed to address the massive bleeding. The exact surgery and the interventions performed were unknown. The procedure was completed with another speedband superview super 7 and was able to resolve the original problem. It was noted that there was no difficulty upon setting up the device. It was reported that the patient is still in the hospital.